Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please describe what is meant by ¿rupture of the ecr60b reload staple line¿. Please describe staple form. Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Was a leak test performed during initial procedure? How long after initial procedure did leak occur? How was the leak identified? What is the current patient status?

Event description:
It was reported that the patient presented rupture of the ecr60b reload staple line, component of the sleeve bariatric kit, in immediate post-surgical period. Subsequently, the patient was surgically reopened, a manual suture was performed and he was sent to the institution's ICU. The patient is in good general condition and is no longer in the ICU.